Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and swelling. According to the surgeon there was no bony ingrowth on the tibial implant and the medial side had appeared to have subsided.

Manufacturer narrative:
Visual inspection confirmed the posterior surface shows small amount of bony ingrowth and fibrous tissue growth in some areas while maximum portion of surface area and the pegs are void of any ingrowth. Dimensions found the part conforming to print specifications where measured. Review of the device history records for tibial component found no deviations or anomalies. This device is used for treatment. The doctor reported no bony ingrowth on the tibia, and that ingrowth was all fibrous in nature, including the pegs, and that the medial side had appeared to have subsided since a previous patella revision. Neither surgical notes nor x-rays were provided for review. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.